Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 30-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider regarding a patient that was receiving dilaudid via an implanted pump. The indication for use was spinal pain. It was reported that one patient wanted to replaced just the pump and another doctor wants to replace just the catheter. The patient wanted the manufacture representative to check both. It was noted the pump had not been working. The doctor did a catheter dye study in (B)(6) 2019 and the pump would not push the medication through the catheter. It was noted the patient was hospitalized for two weeks going through withdrawal. It was further reported the catheter was fractured and will be revised in the future. The patient's weight was (B)(6) kg.